Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "unit has air in line error" was unable to be reproduced. A review of the event history log (ehl) revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the physical damage to the ultrasonic sensor and ultrasonic fluid numbers were out of range. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed air in line error. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.